Manufacturer narrative:
(B)(4).

Event description:
New information on (B)(6) 2016 stated that he patient experienced an episode of syncope. Upon interrogation, the pulse generator exhibited noise on both right ventricular and right atrial channels. Isometric testing of arm movements revealed the noise was reproducible. No intervention was performed and no further information was available.

Event description:
It was reported that upon interrogation, the right atrial lead exhibited noise. No intervention was performed. The lead remained implanted. The patient experienced occasional light headedness but was fine.

Manufacturer narrative:
(B)(4).